Event description:
In 2008, the lay patient contacted lifescan (lfs) alleging that her one touch ultra meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The patient uses an insulin pump. She said the issue of the reported meter not turning on first occurred on the same day at 11:30 am. After the issue began and before lunch, the patient felt disoriented; she said she drank an ice tea to counteract the symptoms and was ok. The cca noted that the meter battery was replaced per the owner's manual and was correctly installed. The meter did not turn on when the power button was pressed or when a test strip was inserted into the test strip port. The patient's products were replaced. This complaint is reported because the patient alleges that lfs meter did not turn on and afterward she experienced disorientation, which was suggestive of hypoglycemia. The patient claims she drank ice tea and felt better.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.